Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump cannot rewind before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they were unable to troubleshoot and would call back later.